Event description:
The customer reported a 'switch is stuck' error displayed upon boot up and was unable to use any key or switch. This caused the system to not boot or lock up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the footswitch. The system operates as intended.